Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 30 mg/dl at the time of the incident, and 59 at the time of admission. The customer over bolused with a manual injection to treat a high which led to the low. The customer used food, glucose tablets, and was given glucagon to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported a high of 500 mg/dl on (B)(6) 2019 due to kinked infusion set tubing. The insulin pump will not be returned for analysis.